Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the right femoral for unloading left ventricle. It was reported the patient was rushed to the emergency room for unexplained severe heart failure or cardiogenic shock. The physician stated insertion was difficult due to a strong resistance and during the insertion dissection of the abdominal aorta occurred. The physician stated the cause of the abdominal dissection is unknown as it could have been cause by percutaneous cardiopulmonary support (pcps) or the impella device. The patient ultimately expired due to aortic dissection and cardiac tamponade. The physician stated the relationship between the device and death is unknown as he was unable to determine if the cause of the cardiac tamponade was due to aortic dissection or cardiac rupture due to thin ventricular walls. It is also unknown whether the patients ruptured heart was cause by the impella or by the patient's blood pressure jumping to 200 when the adrenaline was administered.